Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged-lens seal peeling) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: during investigation, no scratches were found in the display. The lens seal was found to be intact. Unrelated to the complaint, investigation revealed a dim display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.